Manufacturer narrative:
An incorrect method code was reported on manufacturer report number 3003288808-2021-00356 and the correct code is being reported on this manufacturer report. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic technician reported a patient¿s flap was partially created, during laser assisted corneal flap surgery on a left eye. First attempt to create flap was incomplete superiorly. The same cone was used to create a second flap, on the same day and at the same depth, without any complication. A bandage contact lens was placed on the left eye and the patient is scheduled for a follow up visit. Additional information has been requested.